Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). 54yrs old male. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I tsh results generated for a 54yrs old male patient drawn different time. The results provided were: on (B)(6) 2025 sid (B)(6): tsh initial=0.692 miu/l /repeated at another facility=0.723 miu/l redrawn same patient and repeated as below: sid (B)(6): tsh initial=0.079 miu/l /repeated at another facility=0.069 miu/l laboratory reference range for tsh=0.35 to 4.94 miu/l both specimens were repeated at another facility for troubleshooting purposes and were not used for patient management. There was no reported impact to patient management.

Event description:
The customer observed falsely elevated alinity I tsh results generated for a 54yrs old male patient drawn different time. The results provided were: on (B)(6) 2025 sid (B)(6). Tsh initial=0.692 miu/l /repeated at another facility=0.723 miu/l ft4 initial=17.42 pmol/l /repeated at another facility=18.01 pmol/l same patient redrawn and repeated: sid (B)(6). Tsh initial=0.079 miu/l /repeated at another facility=0.069 miu/l ft4 initial=19.64 pmol/l /repeated at another facility=19.96 pmol/l laboratory reference range for tsh=0.35 to 4.94 miu/l; ft4=9.01 to 19.05 pmol/l those both specimens repeated at another facility for troubleshooting purpose and results not used for patient management. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and accuracy testing of architect tsh reagent lot 70049ud01. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending for the architect tsh assay did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 70049ud01. Device history record review did not identify any non-conformances, potential non-conformances or deviations with the complaint lot and issue. Accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no system issue or deficiency of the architect tsh reagent lot 70049ud01 was identified.